Event description:
It was reported that the vns patient presented swelling of a surgical scar. The patient had undergone surgery for treatment of an infection and protrusion, as reported in the MFR. Report # 1644487-2015-04683. It was reported that the recovery of the incision was evolving well, but a month later the swelling of the scar debuted. It was reported that the healthcare professional suspected that the implanted lead loops were irritating the patient¿s neck and the scar was loosening due to friction. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution. Further information was received indicating that the patient underwent surgery to assess the reported granuloma, which had worsened in the neck at the original location of the tie-downs. The lead was explanted and pieces of it were used to run an allergy test on the lead¿s material. When the generator pocket was opened for disconnection of the lead pin similar tissue growth formations similar to those found in the neck were found all throughout the generator pocket. The pulse generator was explanted and disabled. The tissue growth formation was removed from the generator pocket and the neck incision area and they were sent for microbiological testing and pathology studies. The remaining portions of the lead and the generator were returned to the manufacturer. Analysis of the devices is underway, but it has not been completed to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong codes for the event.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Further information was received indicating that allergy test had been run which ruled out an allergy. It was believed that the patient had and infection. The returned pulse generator was analyzed and no performance or any other adverse condition was found. Analysis of the returned lead found no anomalies in the returned portions. No discontinuities were identified.